Manufacturer narrative:
The follow-up report is being filed to correct information that was reported in error on the initial report.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, and/or excessive weight."

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2014. It was further alleged, while walking upstairs patient fell and fractured the area around the femoral stem. Subsequently, patient underwent a revision procedure on (B)(6) 2014. A review of the invoice history confirmed the surgery dates and suggests the modular head, taper adapter and femoral stem were removed and replaced. It was reported patient underwent a total hip arthroplasty on (B)(6) 2014. It is alleged that patient fell while walking upstairs and fractured the area around the femoral stem. Subsequently, patient underwent a revision procedure on (B)(6) 2014. A review of the invoice history confirmed the surgery dates and indicates the modular head, taper adapter and femoral stem were removed and replaced.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2014. It was further alleged, while walking upstairs patient fell and fractured the area around the femoral stem. Subsequently, patient underwent a revision procedure on (B)(6) 2014. A review of the invoice history confirmed the surgery dates and suggests the modular head, taper adapter and femoral stem were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.